Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): defib conductor distorted

Event description:
It was reported that during the mplant procedure, it appeared that there was no silicone backfill seen on a part of the svc coil, and there were gaps on the windings of the svc coil. The patient's status was reported as "ok". The device was not implanted. No patient complications have been reported as a result of this event.